Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had shut down unexpectedly without annunciating a low power alarm. Reportedly, prior to event, customer noticed the pump battery gauge was at 10% and about 10 minutes later attempted to deliver a bolus when they realized the pump had shut down. Customer reported an elevated blood glucose level of 300 (mg/dl) and delivered an injection. Customer later charged the pump and resumed pump therapy. It was indicated that the current pump would continue to be used for diabetes management.